Manufacturer narrative:
Device evaluation: five cassette samples were received in unused condition with their original packaging inside of a plastic bag for evaluation. Visually, no damage, kinks or deformities were found that could cause the failure mode reported. Functionally, the samples were connected to the first pump and no alarms were activated. The samples were connected to a second pump and no alarms were activated. The samples did exhibit mohawk exposure. The customer reported issue could not be duplicated by the functional testing performed, the complaint is not confirmed. The root cause could not be determined due to the complaint was not confirmed. No actions were taken due to the complaint was not confirmed. A device history record (DHR) review was conducted and based upon review of the information provided by the customer, it does not indicate a problem with the initial manufacture of the device. No nonconforming manufacturing records were found. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
Additional information received with product samples on 30-dec-2022 and an email on (B)(6)2023. The pumps serial numbers provided. Volume programmed: 50ml, no info about infused volume. Flow rate was 1ml per hour. Pumps were placed vertically in a bag strapped to patients pelvis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device caused a no disposable alarm on two pumps. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.